Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The patient's indication for implant was parkinson's. It was reported that the patient's ins was programmed using cycling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins depleted prematurely after 14 months. No environmental, external, or patient factors contributed to the issue. The patient was programmed at 4.7v, 80hz, and 60us. The patient's ins was replaced and the issue was resolved. No further complications were reported or anticipated.